Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the instrument large hem-o-lok clip applier instrument had gripping issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found the primary failure of a broken input disk to be related to the customer reported complaint. For clarification, the instrument was found to have an input disk broken. Input disk #6 was found broken inside of the housing. Imprecise motion issue would occur when placed on the system arm. The complaint regarding 8mm large hem-o-lok clip applier did not close was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of broken input disks is attributed to use and reprocessing conditions. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument. This complaint is being reported based on the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.